Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch due to low impedance. It was also reported that the right ventricular (rv) lead exhibited a polarity switch due to low impedance. There were a high number of short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes that appeared to be noise. The noise was unable to be reproduced with provocative movement and manipulation. Reprogramming was performed to bipolar configuration. The leads remain in use. No patient complications have been reported as a result of this event.